Event description:
Related manufacturer reference numbers: 3006705815-2022-15926; 3006705815-2022-16063. It was reported the patient experienced pain at the ipg pocket site due to the ipg migrating in the pocket and ineffective therapy. Lead diagnostics indicated high impedances in one of the leads. As a result, surgical intervention occurred on (B)(6) 2022 where in the ipg pocket was sutured deeper and the lead was explanted and replaced to address the issue. The investigation did not determine which lead had high impedances. Therefore both leads are being reported.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.